Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device was "having problem" and it was not "keeping up". The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.